Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was received with a stripped battery cap coin slot. The pump was received with minor scratches on the display window, broken battery tube threads and a cracked reservoir tube lip.\

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they could not remove the battery cap from the pump. The customer's blood glucose level was unknown. The customer states their levels had been as high as 400mg/dl. The customer treated the highs with bolus. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.